Event description:
Caller reported experiencing cgm error 42 during the use of a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions on how to reset the pump, guiding them through the process. After the reset, the cgm error did not reoccur, and the caller was able to successfully start their sensor session.